Event description:
Customer reported a power source alert with their device. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging without requiring further assistance.